Event description:
Information was received indicating that a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus was slightly longer than the regular peds trach and there was an issue with patient not tolerating them. No adverse effects were reported.